Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, email, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a patient experienced blurry vision. One year later, the iol was exchanged. During the removal of the lens, one haptic was "amputated" and the optic was removed whole through an enlarged incision. Additional information was requested.